Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received reported the system was stationary at the time the failure was found. The device did not perform as intended, however, this malfunction does not pose a risk to health to patients, users, or bystanders because if this malfunction were to recur it would not be likely to cause or contribute to a death or serious injury. This event was determined to be not reportable.